Event description:
Report rec'd of a cracked and leaking clave port. The pt was receiving tpn through the main line and lipids were piggybacked into the distal clave y-site of the administration set. A nurse observed a small amount of lipid leakage and a small spot of blood on the linens. The nurse then observed that the inside of the clave was cracked. The line was changed. No medical intervention was required. Multiple attempts to contact the user facility have been unsuccessful. The customer contact has not returned phone calls. If any furhter info is obtained, it will be submitted to the agency in a follow-up report.